Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the cuvette dry tip which resolved the issue. There have been no further reports of discrepant results since the cuvette dry tip was replaced. A review of the alinity c sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c analyzer sn# (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely increased potassium (k) results generated on the alinity c analyzer on multiple patients. Example results provided: initial / repeat (mmol/l): 6.9 / 4.2, 7.33 / 4.4. Normal range: 3.5-5.3 mmol/l. No impact to patient management was reported.